Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. Concomitant medical products: item# 01.00181.520, lot # 2374379, metasul large diameter hd 52/r; item# 0100185146, lot # 2394077, head adapter m/0 12/14-18/20; item# 00771301200, lot # 60753704, modular femoral stem press-fit plasma sprayed cementless size 12.5; item# 00784801100, lot # 60703202, modular neck a 12/14 neck taper use with +0 heads only. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9, zimmer gmbh will close this case. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a revision surgery approximately two years post implantation due to elevated levels of cobalt and chromium in blood and soft tissue damage including posterior capsule dehiscence. Attempts to obtain additional information have been made; however, no more is available.